Event description:
Event description cpi received information that this implantable pulse generator (ipg) was implanted after the 'use before date' on the label. The physician was notified and has elected to leave the ipg implanted.